Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they hospitalized for low blood glucose levels of 20mg/dl due to passing out. The customer was treated for the low blood glucose with glucagon. Customer's blood glucose level was unknown at the time of the call. The customer stated that they were in an automobile accident and were wearing the pump at the time of the accident. Troubleshooting for low blood glucose was done at another time. No further details given.